Manufacturer narrative:
On 14 april 2016 it was prepared a final report with the information already submitted in the initial report. On 04 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 27 january 2016 and includes: the surgeon thinks the was implanted in a wrong position during primary and it wasn't noticed intra-operative. The surgeon didn't mention shifting. Batch review performed on 09 february 2016. Lot 140821: (B)(4) items manufactured and released on 02 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 10 february 2016, the (B)(6) performed a clinical evaluation and commented as follows: tha acetabular revision 1,5 years after primary surgery. In spite of the extremely poor quality of images provided, it can be perceived that the acetabular cup is implanted in a very steep orienation. There is no indication as to the reasons that have led to this situation, nor immediate postoperative x-rays are available to evaluate if this position was acquired subsequently or immediately. The root cause that has probably determined revision operation is therefore presumably suboptimal cup orientation.

Event description:
The patient was experiencing hip pain. The surgeon noticed that the cup was not positioned correctly. The surgeon removed the cup, head and liner. The surgery was completed successfully. The x-rays are available. The explants will not be returned.